Manufacturer narrative:
(B)(4).

Event description:
It was reported to boston scientific corporation that a 10mm round cold snare was used during a colonoscopy procedure performed on (B)(6) 2022. During the procedure, the snare loop could not resect the polyp. The procedure was completed with a similar cold snare. There were no patient complications reported as a result of this event.